Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section h6: corrected medical device problem code. Manufacturer¿s investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) producing vibrations was not able to be confirmed. The controller was not exchanged or returned for analysis, but log files were submitted for review. The log file contained data spanning approximately 15 days ((B)(6) 2024 per timestamp). The controller appeared to operate as intended, and the pump maintained within the expected speed range throughout the data. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook section 3 ¿powering the system¿ describes the various ways to power the heartmate 3 left ventricular assist system. Instructions are provided for switching from 14v battery power to the mobile power unit, as well as from the mobile power unit to 14v battery power. In both scenarios, the instructions indicate to transfer the power cables to the new source one-at-a-time. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with no external power conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient felt vibrations from their primary system controller. The patient did not note any alarms. The controller vibrations were only noted prior to clinic.